Event description:
On (B)(6) 2013, it was reported that the patient was using an infusion site on her arm. Her blood glucose level become elevated and changed the site to her abdomen. The patient attempted to bolus, but her blood glucose level continued to rise. She went to the hospital and her blood glucose level was around 600 mg/dl and she had mild ketosis. The infusion device was checked and functions as intended. The patient's doctor thinks, that due to the patient being obese, the insulin enters the body but is trapped in the adipose tissue. No product was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product requested to be returned.

Manufacturer narrative:
No samples were returned for investigation however the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. No product was returned.